Manufacturer narrative:
Product lot number has not been confirmed, therefore, device manufacture date is unk. The customer reported that lot # 6270a was in inventory, but it is unk if that is the lot involved in the reported event. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
The customer reported a blue cap occluded the inspiratory end of the pediatric breathing circuit at the cuff, preventing oxygen and anesthesia flow to the pt. During inhalation, induction on a pediatric pt undergoing adenoidectomy, tonsillectomy, and bilateral myringotomy procedure, the pt's sao2 level dropped to the 70's. The pt was not falling asleep and surgery had not yet started. The pt was switched to an ambu bag, ventilation was initiated, and the inspiratory circuit was removed. The circuit was checked and it was reported that, "the cap was on the end of the circuit where it plugged into the anesthesia machine; fitting inside the port on the anesthesia machine." The cap was removed and the case resumed. It was reported that the event was approx 10 - 15 seconds in duration, the pt was not given any medication as a result of the event, there was no pt injury.